Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product shows the lens has one haptic torn off and missing. There is clear/ surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2003v in the injector and the lens became stuck and wouldn't advance any further. No patient contact or injury.